Event description:
It was reported that the device was leaking at the blue connector and was discovered during precheck. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing was performed. One (1) sample was received for evaluation; the sample was decontaminated with its original package. The returned samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. Visual inspection revealed that no damage, defects, or discrepancies were found in the sample. The sample was tested for leak by introducing water in the product. The sample did not pass the test successfully: thus, the failure mode report is confirmed. Root cause: the occurrence of this fault condition could be caused by incorrect adjustment of the solvent dispensing between the manifold and the aluminum tube. Action taken: it will be continue monitoring this failure condition in this product for threshold or escalation production personnel were notified by quality engineer as awareness for the failure mode reported by costumer to reinforce blue connector solvent bonding operation.